Manufacturer narrative:
The technician found the ground pin on the power cord plug is loose. The technician replaced the power cord plug to resolve the issue.

Event description:
Technician alleged the ground reading on the bed is out of range. No pt impact.